Event description:
Related manufacturer reference number: 2017865-2023-09980. It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker and the right ventricle (rv) lead were exhibited noise over-sensing and resulted in pacing inhibition. The pacemaker was explanted and replaced. Programming changes were made on the rv lead. The patient was in stable condition.